Manufacturer narrative:
The event occurred in (B)(6). No information provided for the nano system.

Event description:
Caller reported patient blood glucose results of 6.0 mmol/l on mobile system, 2.9 mmol/l on nano system. No information provided for nano system. Reported no adverse event. A request was made for the return of the meters and strips.